Event description:
Radial artery cannulated, stents deployed. During procedure, tip of pt2 guidewire broke off. Multiple snares, wires, balloons required to remove tip but it was removed from patient successfully.